Event description:
Device malfunction: deployment issue, not adequally opposed. Time of malfunction: during the procedure in 2006. Symptoms/ae: surgical removal of the separated piece of guidewire. Time of symptoms/ae: during the procedure on the same day. It was reported that in treating a popliteal lesion the physician noted that prior to the guide wire separating, the stent was not adequately opposed to the vessel wall. Then, the physician tried to post dilate the stent after deployment, but the balloon would not pass through the stent successfully. The spartacore guide wire broke into two pieces when trying to remove it from the patient. A snare device was unsuccessful in trying to remove the separatd piece and the patient was sent to surgery. When removing the guide wire through a small incision the stent came out with the separated piece of guide wire. No additional information was available.

Manufacturer narrative:
During the processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and pt status from the hospital, field contact or distributor.